Manufacturer narrative:
E.1. Initial reporter facility: ascension via christi regional medical st francis campus a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus even after a reboot. The field service engineer (fse) ran the hardware test application, but no cubies were visible. The fse checked the controller board and confirmed that the drawer showed the correct flashing lights. All row board connections and pyxibus cables were reseated. After this, the drawer started showing the cubies and became fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.